Event description:
It was reported that the patient was diagnosed with pneumonia and acute respiratory distress syndrome (ards). They were transferred to computed topography (CT) and when they moved, the motor suddenly generated a rattling noise. The flow and rpm dropped to zero and the patient went into cardiac arrest; it was noted that the customer reported that there were no alarms. Advanced resuscitation maneuvers were performed as well as high inotropic support. The centrifuge and circuit were checked, and no air or thrombus were evident. An emergency change to the motor and console was performed and flow restored; the patient came out of cardiac arrest. Related manufacturer reference number: 2916596-2024-00967 (centrimag motor).

Manufacturer narrative:
A2, a4: patient age and weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: the centrimag 2nd generation primary console (serial number: (B)(6) is being evaluated for motor alarms. The centrimag console was returned for analysis, and a log file was downloaded for review. A review of the downloaded log files showed events spanning approximately 5 days (05feb2024 ¿ 07feb2024, 14feb2024, and 06jun2024 per timestamp). Events captured on 06jun2024 took place at abbott. The pump speed was shown to gradually decrease from 3200 rpm to 1800 rpm on (B)(6) 2024 from 15:16 ¿ 15:17 and low flow (f3) alarms activated due to the flow being below the minimum threshold. The alarms were able to clear on their own and the pump speed was able to regain speeds to 3200 rpm at 15:18. The low flow alarms activated again in addition to m5 and m4 alarms at 15:22 ¿ 15:23. The system was shut down and restarted; however, the m4 alarms reactivated, and the system was shut down again at 15:28. There were no other notable alarms active in the log file. The centrimag console was evaluated and tested. The motor and returned console were connected to a mock loop and immediately upon startup, m4 alarms activated. The motor was exchanged, and the alarms resolved. The console was cleaned, and the fan was replaced as a precaution prior to being returned to the customer. The root cause of the reported event was conclusively determined to be caused by damage to the motor cable. The device history records were reviewed for the centrimag motor (serial number: (B)(6) was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including f3, m4, and m5 alarms. No further information was provided. The manufacturer is closing the file on this event.